Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height legacy auxiliary drawer 7 was failed and requires maintenance. The field service engineer (fse) found that the drawer showed as open in the hardware test application despite being physically closed. The magnetic strip on the side of the drawer and the inception latch magnet had both been in place. The fse had replaced the latch and position sensors, but the issue had persisted. The drawer controller had then been replaced with a spare controller, yet the drawer had continued to read as open. Finally, the fse had replaced the pyxis bus module controller, after which the drawer had passed the acceptance test with results recorded. The customer had successfully recovered the failed drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.